Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-23 from a healthcare provider. It was reported that the pump was at end of battery life and was changed for a new one. No further information was provided. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 500 mcg/ml of baclofen at 98.04 mcg/day via simple continuous infusion mode. Analysis of the implantable pump revealed the following: during decontamination in the lab, a low battery reset occurred. Destructive analysis identified a high battery resistance during functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer without a known complaint. The indication for use was intractable spasticity.